Event description:
A home patient's (hp) spouse left a voice message for corporate product surveillance to report two boxes of minicaps in which a problem was detected. Product surveillance contacted the hp regarding the reported condition. The hp stated that the minicaps were dry. The hp provided the lot number of the minicaps involved and had samples available for evaluation. The hp stated he had a sufficient supply of minicaps in order to perform therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of dry minicaps was not confirmed during evaluation. No defects were noted during the batch review.